Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that both meniscal loops are separated between the hub and the shaft. The wire loops of the device are intact and still connected to the device. A functional evaluation of the device found that the suture loops fit down the needle shafts without resistance. According to the report, the procedure was completed with non-significant delay using a back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the meniscus mender ii disposable loop retrievers were disassembled between head and shaft, the loop retriever could not be inserted into the outer cylinder and the distal wires of retriever loop were broke fell into the joint. All broken pieces were removed from the patient. The procedure was completed with non-significant delay using a back-up device. No other complications were reported.